Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The advanced evaluation began (B)(6) 2021. It was reported that the patient stated that the bandage came off and the wires were coming loose. The patient was advised to contact their clinician. On (B)(6) 2021, the patient stated the lead is not in the right place and it hurts, so the patient turned off the therapy. Support link advised the patient to contact their clinician with questions regarding medical advice or if he has questions about his health.